Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced itching, a skin burning sensation, and redness beneath the sensor patch. On (B)(6) 2025, they consulted the initial physician who only evaluated the area and recommended a regimen of an oral antibiotic (name and dosage not specified, twice daily for 7-10 days). The treatment was effective for a for a brief period, and they reappeared, causing scars to develop at the arm insertion sites. On (B)(6) 2025, the symptoms worsened, and the patient developed a rash, stinging and burning sensations on the skin, pus, redness, swelling, and an unpleasant odor beneath the sensor patch, leading them to seek medical care from a physician again. During the visit, the doctor evaluated the skin, noted indications of an infection, yet no laboratory testing was performed. They were recommended to use over the counter hibiclens antiseptic skin cleanser, flonase spray, betadine wipes, but no prescribed medication was given. At the time of the report, the reaction symptoms had diminished somewhat, and they continue to use the otc medication and products. On (B)(6) 2025, follow up contact with the patient's parent to confirm the patient's. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).